Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a routine device change out for normal battery depletion a week later the patient was told that there was a connection issue. Follow up revealed that the patient's right ventricular lead had a loose connection. The lead was revised and remains in use. No patient complications have been reported as a result of this event.